Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced accidental removal after two days of wear due to tubing catching on something. Patient had blood glucose levels of 18 mmol/dl (324 mg/dl).